Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: after the anastomosis, the blind end of colon was resected by the device. After the jaws were released, the tissue remained in the staple pocket. The surgeon had to resect more tissue than what was originally planned due to the product problem. Oozing occurred. Nothing fell into the patient cavity. Operative time was not extended more than 30 minutes.